Event description:
Inital reporter has called to report an incident of the threading on the axle is worn away on one wheel and the other wheel is wobbly. No injury. The reporter has been called for further detail on this incident. The end user is within product weight capacity specified for this device.